Manufacturer narrative:
Initial MDR 1884978 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set was fell off during use event on (B)(6) 2024. The blood glucose level was 246 mg/dl at the time of event. The infusion set was in use for 5-6 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.